Event description:
It was reported that during implant the helix would not remain retracted and there was low impedance observed. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported helix and impedance measurement anomalies could not be reproduced in the laboratory. As received, the helix was clogged with blood and dry body fluids were observed on the pacing inner coil. After ultrasonic cleaning, the helix mechanism extended and retracted normally from a short length of lead. No self-extending behavior was observed. Analysis found the lead to exhibit normal electrical characteristics and the lead impedance measurements were normal.